Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be instability, disassembly, and the inclusion of the polyethylene in the packaging recall. However, the reported instability and disassembly could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 71 y/o male patient's left shoulder was revised approximately 1 year 11 months post op. Surgeon believes that there was scapular notching which caused poly wear/instability. The glenosphere was also quite loose which she believes also could have been a cause. Neither physician nor sales rep had a very good explanation for how the screw became loose. There was no breakage of the device. There was a 30-40 minute surgical delay due to all components other than baseplate/screws and stem had to be removed. New components trailed and new implants inserted; however, there was no adverse event as a result of the surgical delay. Patient was last known to be in stable condition following the event. Photo attached. Unable to obtain x-rays. Product not returning, hospital policy.

Manufacturer narrative:
D10 - glenosphere 42mm (cat# 320-06-42 / serial# (B)(6)) - eq rev adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)) - eq rev locking screw (cat# 320-15-05 / serial# (B)(6)) - eq rev torqu h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.